Event description:
Customer called on (B)(4) 2012, reporting of erroneous white blood cell (wbc) and hemoglobin (hgb) results which were generated for multiple patients on the unicel dxh 800 coulter cellular analysis system as compared to a non-beckman coulter analyzer, which was considered correct. Multiple attempts to obtain instrument printouts of all patient runs have been made but were unsuccessful. It is unknown if there were instrument generated flags and how many patient samples were affected. Customer indicated that a rerun on the dxh 800 generated unacceptable results and were different from the initial results. Customer reported that the erroneous results were obtained in the automatic and manual presentation modes. Erroneous results were not reported out of the lab and no patient treatment was attributed to this event. Field service engineer (fse) was dispatched and observed air entering from inside the blood sampling valve (bsv) in the fluidics line clean vacuum tube port 3. Feedback from the fse confirmed that only the wbc and hgb results were considered erroneous and imprecise. Fse noted that the fluidics line clean diluent port 5 has no air and high background counts were obtained for wbc (0.176) and plt (3.3). Unstable counts for wbc, hgb, and plt have been reported when running a repeatability test but only the wbc and hgb results were considered erroneous and incorrect. Examination of the bsv revealed that some small fractures have loosened from the pad near the pin dowel. Fse proceeded to replace the bsv but there was still a buildup of micro air bubbles in some of the tubes going to the bsv due to instrument non-use. Qc results were acceptable and reproducibility sometimes recovers close to the maximum cv specification for wbc and hgb.

Manufacturer narrative:
Evaluation codes - conclusion code - (other): the bsv has been replaced but it is unknown if the issue was resolved.